Manufacturer narrative:
Device currently undergoing analysis.

Event description:
It was reported that the cutting blocks did not fit correctly. A backup device was used. This extended surgery time by approx one hour.